Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Patient self tester's daughter called to report the following results: date: (B)(6) 2011, inratio: 1.1, lab: 2.2. Less than 1 hour between lab draw and meter tests. Pt is a new inratio user; this is the patients fourth time testing.